Event description:
It was reported that the patient underwent a lumbar fusion surgery at l5-s1 using rhbmp-2/acs on (B)(6) 2005. The surgeon performed a transforaminal lumbar interbody fusion at l5-s1 using an interbody cage that was packed with rhbmp-2/acs. Following her surgery, patient did not improve, and instead developed severe pain radiating down her legs.

Event description:
It was reported that on: (B)(6) 2005: patient was pre-operatively diagnosed with degenerative disc l5-s1 with progressive back pain syndrome and underwent following procedure left transforaminal posterior lumbar interbody fusion with percutaneous pedicle screw stabilazation l5-s1. As per operative report ¿bmp and cancellous allograft was placed in the disc and 14 x 32mm cage filled with bmp was inserted and additional graft inserted lateral to the cage on the left side.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.